Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8336-50 serial: (B)(4). Batch: 19466431.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. All explanted devices will not be returned.